Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic heart catheterization. Reportedly, the clip deployed and stuck on the delivery tube. After removal, one prong (vessel locator wing) was broken. It looked to be cut in half. It is not certain if anything was left in the patient's anatomy. Manual arterial compression was used to achieve hemostasis. After manual arterial compression, a hematoma formed and was treated with continuing manual pressure. No additional information was provided.